Event description:
It was reported that the pacemaker exhibited loss of pacing when the patient leaned forward. Device data was sent to rhythmcare for review. Rhythmcare discussed the device data storage limits and determined the episode with loss of pacing was not available to review. Rhythmcare provided further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.